Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Iif information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 33 mm annuloplasty band, the band was explanted and replaced with a 35 mm annuloplasty band due to residual regurgitation. The physician indicated the residual regurgitation was due to patient tissue, and was not related to the device. No additional adverse patient effects were reported.